Manufacturer narrative:
One sealed device and one sealed spiros connector were evaluated. The devices passed testing. The spiros connector was connected and disconnected from the clave port. The silicone sleeve of the clave port returned to the closed position. No damage to the silicone sleeve of the clave port was noted. Although the devices passed testing, hospira has completed a formal investigation to address the issue of the silicone sleeve of the clave port remaining in the depressed position. Based on the investigation results, it was determined that a probable cause could have been due to the poppet of the spiros connector was welded to the body of the spiros connector during the manufacturing of the spiros connector. The welded poppet could damage the internal spike of the clave port resulting in the silicone sleeve remaining in the depressed position. (B)(4).

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the silicone sleeve of the clave secondary port remained in the depressed position. The primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of the needless valve connector of a secondary tubing set was connected to the clave secondary port for a piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time after the piggyback delivery was started, the pump alarmed for occlusion. At this time, the nurse disconnected the needleless valve connector from the clave secondary port and the silicone sleeve of the clave secondary port remained in the depressed position. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.